Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet charging pad would not charge the device, and the indicator light on the pad did not illuminate despite attempts with multiple outlets; the pad also failed to light or charge when tested with a phone, and a replacement charging pad was shipped. Symptoms included no adverse health effects. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included remote troubleshooting with outlet changes and cross-testing the pad with another device. Investigation of this case revealed a nonfunctional charging accessory consistent with a charger power or indicator failure. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging pad.